Event description:
It was reported that the table locks disengaged without activation of the foot pedal, causing the tabletop to unexpectedly free float in both longitudinal and lateral directions. There was neither patient involvement nor injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the pedal shim was not adjusted properly, causing inadvertent activation of the pedal. The fe adjusted the shims and verified proper alignment. The fe checked that the table locks were functioning nominally.